Event description:
It was reported that the tube of a solution set leaked near the drug injection site. This was identified during set up of parenteral nutrition. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5: the customer clarified how they were using the device, stating that they protect the device with medical tape for parenteral nutrition administration because they do not have a photosensitive device for this purpose. H10: the actual device was returned for evaluation. A visual inspection of the sample noted that the medical device was completely covered by medical adhesive tape. During the device evaluation, the tape was detached from the device, however, it was not possible to completely remove the tape due to the strength of the glue, so it was only removed from the part that was involved in the reported issue. A functional leak test was performed by passing water through the set from the chamber to the section involved; as a result, a leak was observed through two cuts detected in the 80" tube near the injection site assembly. The reported condition was verified. The cause of the condition could not be determined, however, a potential cause of the damage was if a sharp object or instrument was used to cut the tape that was being used on the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.